Manufacturer narrative:
The customer reported that there was a "pop" sound, electrical smell and spark emitted from an atellica im 1300 instrument. The customer indicated there was a backup instrument available and there was no delay in patient testing. The customer removed the reagents from the instrument's reagent compartment. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that a 24-volt direct current (vdc) power supply had failed. The cse replaced the 24-vdc power supply, reloaded the customer's reagents and ran quality control materials with acceptable results. The cause of event was a 24-vdc power supply failure. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported that there was a "pop" sound, electrical smell and spark emitted from an atellica im 1300 instrument. The instrument was not operational after this event occurred. There are no known reports of patient intervention or adverse health consequences due to the event.